Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to the competitor spinal cord stimulation (scs) leads had migrated, cutting off blood flow from her brain and heart. The patient was doing well postoperatively. No further information could be obtained despite good faith efforts.